Event description:
It was reported that during an unspecified procedure the balloon would not deflate. The 6-4/5.3/75 ultra-thin sds balloon dilatation catheter was selected for treatment of the target lesion. Following the use of the ultra-thin sds balloon dilatation catheter, the balloon would not deflate. The procedure outcome and patient status are unknown.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed. (B)(4)